Event description:
It was reported the panta nail did not align anteriorly during the preparation and insertion of the second compression rod. Additional information was received. The surgeon experienced difficulty drilling for the first compression rod due to the hardness of the bone however, the compression rod was inserted without difficulty. When the surgeon drilled for the second compression rod, he felt the drill hit the anterior surface of the nail. The surgeon adjusted the position of the support and compression device and was able to align the drill after about a 5 minute delay. The surgery was completed without additional delay and there was no injury to the patient.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.